Manufacturer narrative:
The complaint investigation for falsely elevated results for multiple assays, on an alinity c, included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. The customer service center specialist (csc specialist) instructed the customer, over the phone, to perform significant troubleshooting, including the replacement of the alnty c-sample probe sc, list number 04s53-01 and the alnty c-series rgt prbe, list number 04s54-01, which resolved the issue. Trending review determined no related trend for the product. A review of the instrument history revealed no contributing factors described in this complaint. Manufacturing documentation for the likely cause list number was reviewed and did not identify any issues. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency with the alinity c, serial number (B)(6), was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated results for multiple assays on an alinity c analyzer. It was noted that there were discrepant results for multiple assays, however, the customer only provided one sodium result for example (customer¿s normal range is 136-145 mmol/l): initial result was 161, repeat was 139 mmol/l. It was also noted that the customer observed that the sample probe was misaligned and that the r1 probe was bent, after replacing both probes the issues were resolved. There was no impact to patient management reported.